Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the unit would not power on, this was due to the main printed circuit board being out of specification. Analysis also found that the upper case, lower case, side bail covers, ring cover and battery drawer were broken, that the battery release and lead flex cover were contaminated, the side bails and ring were missing and that the keyboard was scratched.

Event description:
It was reported that upon attempted functional check of the external pulse generator it was found that the unit would not power on and that the battery got very warm. The generator was returned for service. There was no patient involvement associated with this event.